Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the specimen bag broke during extraction. The surgeon was not pulling very hard. A piece of the bag was found at the extraction site and removed. A second device was pulled and used to complete the case. There were no adverse consequences for the patient.